Manufacturer narrative:
No button error alarm noted. The insulin pump received with intermittent button response due to corroded keypad traces. The insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, cracked battery tube threads and minor scratches on lcd window. No moisture damage noted on the electronics, motor, vibrator motor or battery tube assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
The customer called in to report a button error alarm and an unresponsive keypad due to moisture damage. The customer's blood glucose level was 65 mg/dl. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced, and agreed to return the product for analysis.